Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. It was noted that the visual summary analysis of the lead indicated damage at implant. Analyst comments stated that the lead was returned with the helix damaged/ stretched. This issue prevents the extension and retraction of helix. (B)(4).

Event description:
It was reported that during the implant procedure there was uncharacteristic maneuverability of the lead as there were several unsuccessful attempts to cross the tricuspid valve for the right ventricular (rv) lead placement. The lead was taken out of the introducer and the screw was noted to be extended. The screw at that point would not retract. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.